Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v918352, implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: v918352, ubd: 18-jan-2016, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a normal interrogation of the device and had a low battery reading and impedances were noted with the lead. The factors that may have contributed to the issue were reported to be that the patient stated they had a fall a couple of years ago and noticed after the fall that their symptoms increased, but they were still getting a greater than 50% improvement from baseline. The patient also stated the stimulation they felt shifted from where they initially felt it. The patient was already programmed without stimulating the electrodes with impedances. The lead initially had impedances on c & 0, c & 1, 0 & 1, 0 & 2, 0 & 3, 1 & 2, 1 & 3, 2 & 3. The rep adjusted the stimulation to 2 volts and 300 pw and impedances only noted on 0 & 1, 0 & 2, 0 & 3. The patient was programmed on c6 and was receiving greater than 50% improvement in symptoms. The rep reported the battery replacement would be scheduled due to the low battery reading. No further complications were reported.

Manufacturer narrative:
(B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) indicating that they were unsure if the fall affected the system. The patient self-reported a fall and felt that it attributed to a change in their stimulation. The rep reported the cause of the impedance issue was unknown and clarified that the impedances were high. The rep reported the cause of the stimulation shift and symptom increase was also unknown. No actions have been taken to resolve the issues, the patient was programmed when stimulation was not with electrodes that had impedances. It was also unknown if the lead would be replaced as it was not scheduled. No further complications were reported.